Event description:
Patient reports worsening breathing from switching brand to generic - hospitalized due to stent from coronary blockage - emergency room visit due to chest pains which led to hospitalization.